Event description:
Reporter reports lancet is not retracting while using the multiclix lancet device. Reporter states customer had no accidental stick due to lancet not retracting after use. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.